Event description:
User related. It was reported that "surgeon implanted the (B) (4), then put the trial component on top of the stem and the trial got stuck on top of the stem. This occurred because the bone was lodged into taper and the stem was explanted due to that."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (user related and product code (B) (4)).